Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of therapeutic effect occurred following a fall. The symptom of increased baseline pain in low back was reported. It was stated that "the patient fell on her left side and kind of flattened it." It was reported that the implantable neurostimulator (ins) was also on the left side and it was stated that the patient landed right on the device. It was stated that the patient did feel the vibration, however, she was having trouble with her legs and pain in the "backside and lower spine." It was stated "it should be helping that she thought." Two days later it was reported that the patient would visit implanting physician's office one day later. Two days later it was reported that upon interrogation of the system all connections were within normal limits. Reprogramming was also performed. It was stated that the patient had no further complaints and would follow up with her doctor. It was determined that x-ray was not necessary since reprogramming accomplished adequate coverage.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 355531, lot# n342538, implanted: (B)(6) 2012. Product type: screening device: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).